Manufacturer narrative:
If implanted, give date: not applicable as this is not an implantable device. If explanted, give date: not applicable as this is not an implantable device. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during surgery, a fibrous material was injected into the patient's operative eye together with the viscoelastic healon. Reportedly, the material was removed during the same surgical procedure. No patient injury was reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 09/26/2018. Device returned to manufacturer? Yes. The complaint sample was returned at the manufacturing site for evaluation. The device consisted of the activated glass cylinder, the plunger rod, which was attached to the backside of the blue rubber plunger, the cylinder holder and the customer¿s cannula with protection sheath, which was attached at the front end of the holder at the luer-lock mount. Approximately 0.25 mm of expellable solution remained in the cylinder. The syringe was assembled and placed into a plastic bag. The customer also returned a piece of paper, reportedly containing the recovered fibrous material. A video of the surgery was also provided and it was evaluated. A colorless fiber, 450 ¿m in length, was observed on the piece of paper which was visually identified as cellulose (cotton). Additionally, a colorless fiber approximately 400-800 ¿m in length was observed in the video. Cellulose fibers do not originate from any of the outer gowning articles or cleaning materials used in any of the manufacturing areas as cotton-based materials are not used. Additionally, the healon solution is filtered through a 5 ¿m pore-sized filter just prior to filling the glass cylinder. Therefore, it is not possible that the fiber has entered the solution upstream from the filtering process. Based upon the visual inspection of the returned complaint sample, the fibrous material and the video of the procedure, the customer¿s reported complaint of fibrous material being injected into the eye during the surgery was confirmed. However it was not possible to confirm that the fiber came from the healon solution itself as the visual inspection of the complaint sample and its components indicated that it was free from particles or fibers. A product non-conformance could not be verified. Visual inspection on 35 retained samples of healon lot# uc32057 was performed. No visible defects were found on the package or solution. The solution was clear and colorless. All components were included in the product, without defects. No visible defects on the product box. The printing on the carton and labels are correct. Product deficiency was not found on the retain samples. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that one similar complaint for this lot number have been received. However no deviations or non-conformances related to the reported complaint were identified. The directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.